Event description:
Procedure performed: cholecystectomy. Event description: [translation] during the introduction of the trocar during a cholecystectomy, the trocar snapped with the obturator. The patient was not injured by this incident. Additional information received by email from applied medical representative on 02oct20: the fracture did not cause particulation. This port was used as an ancillary port. Method of insertion was normal with the movement "horaire/antihoraire" (clockwise/counterclockwise) kii 5mm. Intervention: the surgeon took another ctf12 trocar afterwards and everything went well. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Correction: date of event and date of this report were swapped on the initial report. The date of event is (B)(6) 2020.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula and obturator. The wall thickness of the cannula shaft and obturator shaft were measured and both met specifications. Based on the condition of the returned unit and the description of the event, it is likely that the cannula and obturator fractured due to a high insertion force that was applied to the unit during insertion. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy event description: [translation] during the introduction of the trocar during a cholecystectomy, the trocar snapped with the obturator. The patient was not injured by this incident. Additional information received by email from applied medical representative on (B)(6) 2020: the fracture did not cause particulation. This port was used as an ancillary port. Method of insertion was normal with the movment "horaire/antihoraire" (clockwise / counterclockwise) kii 5mm intervention: the surgeon took another ctf12 trocar afterwards and everything went well. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Event description: [translation] during the introduction of the trocar during a cholecystectomy, the trocar snapped with the obturator. The patient was not injured by this incident. Additional information received by email from applied medical representative on 02oct2020: the fracture did not cause particulation. This port was used as an ancillary port. Method of insertion was normal with the movement "horaire/antihoraire" (clockwise / counterclockwise) kii 5mm. Intervention: the surgeon took another ctf12 trocar afterwards and everything went well. Patient status: no patient injury or illness occurred associated with the complaint event.